Event description:
Event description guidant received information that during an attempted implant of the implantable cardioverter defibrillator a shorted lead indicator was displayed following a 31 joule shock. The ICD was abondoned and the chronic lead was capped.